Manufacturer narrative:
The device has not been returned to the service hub for evaluation and analysis; therefore, the complaint "the pump changed the infusion rate on its own" cannot be confirmed. A 12-month service did not indicate a similar event.

Event description:
The event involved a plum 360¿ infuser where the customer reported that the pump changed the infusion rate on its own. The customer stated that they were infusing one thing at 10ml/hr then it changed to 75ml/hr on its own. They looked at something, on their end, and confirmed something had changed. There was patient involvement, but harm was not reported as a consequence of this event.